Manufacturer narrative:
Date of submission (B)(4) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: the black box showed evidence of loss of prime due to low non-zero force warnings. The battery compartment and cap were undamaged and able to fit. ¿ez-prime¿ steps were performed correctly with no loss of prime or other errors, alarms or warnings during the investigation. The pump cover was removed and no intermittent condition was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Additional method: (B)(4)

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.